Manufacturer narrative:
(B)(4): the patient experienced increased stess urinary incontinence, pelvic pain and dyspareunia post operatively.

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2008. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a vaginal mesh excision on (B)(6) 2012.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.